Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor would not power up. Upon evaluation, the monitor exhibited a flash memory failure at bga on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar bga failure modes. No adverse event resulted from the defective charger/modem.

Event description:
A zoll distributor returned a battery charger/modem to report that it would not power on.